Manufacturer narrative:
Implant date: 2009. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical fusion, possibly at c5-6. The patient has had ongoing and steadily worsening paresthesia, sciatica, and neuromuscular weakness in the legs, with frequent episodes of legs giving out with falls. He has really had ongoing problems with sciatica and neuropathy since about that time, the peripheral weakness/numbness/tingling has been about the past three years and much worse over the last year. His feet go numb if he drives for any length of time at all. He has had several nerve blocks, over the last year at least a couple, with at least a couple ablations this year too. The patient has also had some urogenital problems, including very painful ejaculation. The patient has had a sudden sharp increase in pain over the weekend for no apparent reason. Physicians are considering "some other procedure or possibly a neurostimulator."